Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 519 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. Customer initially called because she wanted clarification on the process to calibrate manually. The customer declined to troubleshoot for high readings and disconnected the phone call. The product will not be returned for analysis.